Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements when connected to a new device. A vector breakdown and a commanded shock were performed, after which the shock impedance measurements remained similar. The plan is continue to monitor the patient. No adverse patient effects were reported. This rv lead remains in service.